Event description:
The patient was recently seen in our ICD clinic at which time his device was discovered to be at eri over two months ago. This was noted four months after a generator change. The patient had the device checked two weeks before over the phone and his heart rate was running in the 100s. He denies any symptoms of palpitations, fever , chill, cough, diziness, lower extremity swelling. Then yesterday he was seen in the electrophysiology clinic where after interrogation of his device, it was found to be at critically low battery but was still pacing regularly. The pacemaker was explanted and a new pacemaker was implanted. There was no harm to the patient.====================== health professional's impression======================"suspected mechanical failure" per md.====================== manufacturer response for dual chamber pacemaker, dual chamber pacemaker======================awaiting response